Event description:
The customer reported that the ventilator stopped delivering flow while in use on a patient. The customer reported there was no patient harm. The unit was sent to the service center to be repaired. No repair information is available at this time.